Manufacturer narrative:
Event occurred in another country.

Event description:
Customer reportedly obtained results of 14.9 mmol/l on the inform sys and 3.9 mmol/l on a comparison lab. No timeframe was reported for this comparison. No treatment info provided. No adverse event reported. Requested return of suspect sys and replacement was sent. The test strips were not returned to MFR.